Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-2329, serial/lot #: (B)(6), ubd: 07-feb-2028, UDI#: (B)(4), h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, multiple pre-implant balloon aortic valvuloplasty's were performed with a non-medtronic 20 millimeter (mm) balloon. Upon the first deployment attempt at the point of no recapture, severe central aortic regurgitation and slight under expansion of the valve was observed. The patient then went into ventricular fibrillation, so percutaneous cardiopulmonary support (pcps) was initiated. Upon the second deployment attempt, severe central aortic regurgitation and slight under expansion of the valve were once again observed, and ventricular fibrillation recurred. Subsequently, the valve was recaptured and the system was withdrawn from the patient, and a non-medtronic valve was implanted.